Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. The patient's right atrial (ra) lead was found dislodged post-procedure after leaving the procedure room and the dislodgement was confirmed via chest x-ray imaging. The ra lead was explanted and replaced. The patient was stable and did not experience any symptoms due to the dislodgment.